Event description:
Patient reported their back two teeth have cracked and needs dental work. A dental appointment is scheduled for the dental work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.